Event description:
It was reported that a user experienced hyperglycemia with a highest blood glucose of 264 mg/dl by fingerstick and dexcom g7 after a morning supply change of a 23 in 6 mm contact detach set, a usual breakfast announcement with oatmeal, and a 15-minute ilet disconnection for a shower; the ilet alerted for high glucose, and glucose began to decline during the call while the user remained on the system. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education focused on allowing the ilet to auto-correct and return glucose to target. Investigation of this case revealed no evidence of infusion site leakage per user report and no device malfunction observed; the event was consistent with transient hyperglycemia of unclear cause following disconnection and meal intake while on automated therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.